Manufacturer narrative:
The device was returned for analysis. A visual and tactile examination of the hypotube shaft identified multiple hypotube kinks and a break at 27.3cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. A microscopic analysis revealed no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. During the procedure, there was an attempt to deploy a 3.00 x 38mm synergy xd drug-eluting stent for the lad lesion. However, the pathway was severely tortuous, and due to significant resistance, the device failed to cross the lesion, resulting in the shaft breaking mid-way. The procedure was completed with another of same device. There were no reported complications, and the patient remained stable.

Event description:
It was reported that shaft break occurred. During the procedure, there was an attempt to deploy a 3.00 x 38mm synergy xd drug-eluting stent for the lad lesion. However, the pathway was severely tortuous, and due to significant resistance, the device failed to cross the lesion, resulting in the shaft breaking mid-way. The procedure was completed with another of same device. There were no reported complications, and the patient remained stable.